Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016; (B)(4) - 1650de - MFR. Date: 03/31/2015 - exp. Date: 03/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the controller does not accept two fully charged batteries. The patient also reported power switching. The controller and five batteries were exchanged without consequence to the patient.

Manufacturer narrative:
(B)(4). All batteries were returned and evaluated by manufacturer. (B)(4). It was reported that the patient was experiencing power switching events and that the controller was not accepting two fully charged batteries. The controller (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller, (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Failure analysis of the controller and five batteries (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller were stable. Analysis of (B)(4) revealed that the device passed visual examination but failed functional testing. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was unable to reestablish communication with the ic. Despite this finding, the battery was still able charge and provide power to a controller. The most likely root cause of the reported power switching events can be attributed to momentary disconnections between the controller and batteries. The reported inability of the controller to accept two fully charged batteries could not be confirmed or duplicated during testing; the controller was able to accept power from all the batteries that were returned. Additionally, all batteries were able to adequately provide power to a controller. The manufacturer has opened an internal investigation investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.